Manufacturer narrative:
H3, h6: the device was intended to be used in treatment and the device was not made available to the designated complaint unit for investigation. Thus, visual inspection could not be performed. It was reported that while updating the system to 6.1 after a development lab, the hard drives crashed. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports.

Event description:
It was reported that when trying to update black widow (mars system) to 6.1 after a development lab, the hard drives crashed. The investigation found the hard drive failed due to wear over time.